Event description:
On (B)(6) 2009, the patient reported that the base plate broke off of the piston rod and he switched to his backup infusion device. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was replaced and requested to be returned for evaluation.